Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2019-14015. It was reported the patient experienced ineffective stimulation after a car accident. The ipg was replaced (3006705815-2019-04559) but the issue continued. In turn, surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information indicates the leads were explanted and replaced. Therapy was restored postoperatively.